Event description:
It was reported that the device alarms for intermittent connectivity with the module when attached to the ac adapter and charging. The event occurred upon opening in the hospital. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: initial reporter's phone number; (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for investigation. We are unable to confirm the reported complaint. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period. Unit was replaced to customer no repairs will be made.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.